Manufacturer narrative:
Qn#(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 01/13/2021, should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was found kinked prior to patient use. No patient involvement reported.